Event description:
It was reported that the universal modular electric/battery double trigger handpiece had broken the fastening system attachments. Not related with a surgical procedure no pt involved. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.